Event description:
It was reported that during a scheduled retrieval of a filter, it was noted that the device had migrated 1/2 vertebral body, tilted, and one leg had fractured completely away from the filter. The filter was retrieved without any difficulty. An attempt was made to snare the broken component and it dislodged from the cava wall. It then migrated to the heart for approximately 3 minutes and then to the left lung, where it remains. At this time the doctor does not plan an attempt to retrieve the filter leg from the lung.

Manufacturer narrative:
The device history record were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned; however evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to : movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a patient who is at risk of pulmonary embolism without intervention. The removal of this filter is considered to be an off label use of this device. The information for use (IFU) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.